Event description:
It was reported that while using the bd multitiest¿ that there was a label issue. The following information was provided by the initial reporter: detached labeled trucount tubes situation for botswana.

Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 2916837-2023-00020 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
It was reported that while using the bd multitiest¿ that there was a label issue. The following information was provided by the initial reporter: detached labeled trucount tubes situation for botswana.